Event description:
It was reported that the insulin pump gave a button error alarm, and had a frozen screen. It was stated that the time on the screen was not advancing. The alarm could not be cleared due to the frozen screen. It was stated that the buttons were not pressed for more than three minutes. It was stated that the insulin pump had given another alarm prior to the button error alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad trace. Unable to verify alarm due to keypad damage. However, no damage was found on the interface board. A cracked reservoir tube lip, scratched display window and missing end cap sticker noted.